Manufacturer narrative:
The user facility did not provide any pt or device codes on their user facility report. Codes were derived based on the info provided by the user facility of the user facility medwatch report received from the FDA on (B)(4) 2014 and info documented by a carefusion technical support specialist in response to a phone conversation with a user facility rep. On (B)(6) 2014, carefusion technical support specialist called the user facility risk manager and left a voice mail. In addition to the voice mail, an email was sent to the user facility seeking additional info concerning the reported event, condition of the pt and requested the return of cap/diaphragm that was in use at the time of the event. As of (B)(4) 2014, there has been no response from the user facility. On (B)(4) 2014, carefusion regulatory submitter sent a letter via email attachment to the user facility risk manager seeking additional info and questioning the inconsistencies between the events reported by the user (B)(4) 2014, there has been no response from the user facility. On (B)(4) 2014, carefusion technical support specialist sent a second request for additional info via email to the user facility risk manager. As of (B)(4) 2014, there has been no response from the user facility risk manager. On (B)(4) 2014, carefusion regulatory submitter sent a second email requesting clarification between the events reported by the user facility biomed rep and the event reported in the user facility voluntary medwatch report. As of (B)(4) 2014, there has been no response from the user facility risk manager. The following info concerning the eval of the 3100b device is a summary of the info documented by the carefusion failure analysis lab tech. Upon initial inspection, the carefusion failure analysis lab tech noted that the 3100b device was received without the pt circuit or cap/diaphragm that were in use at the time of the event. In order to continue with the failure analysis eval, a pt circuit with cap/diaphragms had to be installed on the 3100b. The carefusion failure analysis tab tech performed a ventilator performance checks which includes a pt circuit test and found that the 3100b was within the specified ranges. In addition, the 3100b was operated for 25 hours at the settings provided by the user facility and no performance discrepancies were observed. Since the user facility did not return the pt circuit or cap/diaphragm that were in use at the time of the event, carefusion conducted a pull test on a random sample of cap/diaphragms from several lots in order to determine the amount of force needed to remove a cap/diaphragm from its port on the pt circuit. Test one consisted of pulling from one edge of the cap/diaphragm simulating the normal method of removal and test two consisted of pulling straight up on the cap/diaphragm simulating being pulled off by using the luer lock fitting. Test one required an average of 12.5253 lbs of force to remove the cap/diaphragm and test two required an average of 40.4226 lbs of force to remove the cap/diaphragm. Based on the above testing, carefusion has determined that it takes a substantial amount of force to remove a cap diaphragm from its prot on the pt circuit when correctly installed. Carefusion was unable to determine how the cap/diaphragm popped off of its mating port of the pt circuit. At this time, no further investigation is expected in regards to this event. Should add'l info became available, a follow-up medwatch report will be submitted.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility representative(s) on (B)(6) 2014. "[Name removed] called stating there was an incident regarding rental (B)(4) in which the pt expired. The unit was on a neonate and they believe someone accidently hit the circuit and the cap diaphragm came off. The unit alarmed as it is intended, and the therapist immediately saw there was no pressure. At that time, the therapist noticed the cap diaphragm was on the floor. They attached the cap diaphragm and the unit pressurized. I inquired about info regarding the pt, and at this time, the only info provided was the pt expired after the reported incident." "[Name removed] called back with additional info. He reports that the pt was a (B)(6) year old female. She was on a 3100b not a 3100a. S/n (B)(4). Setting prior to the incident: map 38, 5hz, 33% it, power 9, 75% fio2, 35ipm, amplitude 95. [Name removed] explains that the pt required a chest x-ray and when the plate was placed under the pt the pt, somehow the circuit got bumped causing the dump (red) cap diaphragm to pop off. The vent depressurized causing the alarm to sound so it alerted the rt who was standing outside the room. The rt quickly ran inside the room and noticed the cap diaphragm on the floor. She quickly placed it back onto the vent and repressurized the vent. Unfortunately, while the nurse was hand ventilating the pt, the pt coded. CPR was started, but the pt expired. The pt could never go back onto the 3100b. I told him that the 3100b will be going back to the factory for a complete evaluation. He wanted to note that they do feel that the ventilator did not malfunction as the details clearly indicate that something caused the cap diaphragm to pop off the circuit." (B)(4).